Event description:
Caller reported that a pump malfunction occurred. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller in resetting the pump, and after the reset, the malfunction code did not recur. Customer was informed to continue using the pump and to contact support if the issue reoccurs, which was acknowledged and understood by the caller.